Event description:
It was reported that the patient had difficulty charging the ipg beyond two bars. The patient underwent a revision procedure wherein the ipg pocket site was adjusted. The patient was doing well postoperatively.